Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the defibrillation lead exhibited high out of range shock impedance measurements. An increase in pacing impedance measurements was also noted, however remained within range. Nonsustained ventricular tachycardia (vt) episodes were stored due to noise. Additionally, inappropriate shock was delivered due to oversensing the noise. An invasive procedure was performed. This abdominal system was replaced and a new system was implanted subcutaneous. No additional adverse patient effects were reported.